Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was between 460-480mg/dl. To address the issue, the customer changed the pump supplies and continued to use the pump for insulin therapy.